Manufacturer narrative:
The following information is corrected data to the initial report: date of event: in the initial MDR report it was incorrectly stated that the date of event was ''unknown''. The date of event is "(B)(6) 2016''. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the handpiece cable came loose from the lemo connector, leaving the wires exposed. There was no patient involvement reported. Through a follow up, it was indicated that the outside rubber layer from the handpiece cable had suffered a superficial cut not exposing any wires. That the cable was not so resistant to the sterilization process, then maintaining the need to replace the handpiece.